Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that each of the second anchors broke during initial tensioning of the construct. They were removed from the lateral meniscus.

Manufacturer narrative:
The device was discarded and not returned for investigation. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: anchors either bent or broke during initial tensioning of the construct. Probable root cause: application: user intentionally bends/forces instrument, incision too small, inadequate or improper visualization, user not familiar with device use, user does not use sled or other technique to prevent catching on soft tissue. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that each of the second anchors broke during initial tensioning of the construct. They were removed from the lateral meniscus.